Event description:
The surgeon stated a patient reported blurry distance and near vision following bilateral intraocular lens (iol) implant surgery. This is one of two medwatch reports being filed for this report. 1119421-2007-00488 (first eye), this report is for (second eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Additional information was requested on 10/17/2007 and on 10/19/2007 by phone, fax and mail. Additional information was reviewed.